Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal stent loops were partially deployed. An attempt to further deploy the stent failed, it was not possible to retract the deployment suture thread. Examination noted that the green retention suture around the end of the stent and been crocheted with the deployment suture thread making deployment impossible. Based on the results of the eval, it was determined that the green retention suture was incorrectly crocheted with the deployment suture. Therefore, the most probable root cause is mfg. A labeling review identified that the device was used per the ultraflex esophageal stent directions for use (dfu). A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular lot. (B)(4).

Event description:
It was initially reported to boston scientific corp that an ultraflex covered ng esophageal stent was used during a mid esophagus stenting procedure on (B)(6), 2009. According to the complainant, the stent failed to deploy. No visual damage to the device was noted. The procedure was completed at a later date when another ultraflex covered ng esophageal stent became available. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; partial deployment.